Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and the implantable pulse generator (ipg) exhibited premature battery depletion. The patient's vein was noted to be occluded  so the physician decided to used the existing ra lead. The implantable pulse generator (ipg) was explanted and replaced. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: evolutr-34-us valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.